Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted.the insulin pump was received with a cracked case on display window corners, a minor scratched lcd window, a cracked reservoir tube lip, broken battery tube threads, and a missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons stopped responding while she was sunbathing. The customer's blood glucose level was 6.7 mmol/l. Nothing further was reported.